Manufacturer narrative:
(B)(4). The devices were not returned to baxter for eval and therefore an eval could not be completed. If the devices are returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that 126 spectrum infusion pumps alarmed system error 322 during preventative maintenance testing. Is was also reported that there was no pt involvement.